Event description:
It was reported that during a transcatheter aortic valve implant procedure in a patient with a protruding septum, the valve was partially deployed in that it was positioned 4 millimeters (mm) from the non-coronary cusp (ncc) via the cusp overlap view and 3 mm on the left coronary cusp (lcc) via the left anterior oblique (lao) view. The valve was noted to be slightly under expanded, however, it was decided to proceed with full release. The guidewire was then pulled from the nosecone of the delivery catheter system (dcs), and the patient was rapid paced to 150 bpm. As the nosecone was being centered, the valve dislodged while attached to the dcs in that it was 0 mm or less from the aortic annulus. Due to the pigtail of the guidewire being in the ascending position, it could no longer be used as a landmark, so the dislodge while attached to the dcs was not identified until after full release. After full release of the valve, the valve further dislodged towards the aorta. Slight st depression was noted, but the patient remained hemodynamically stable. In response, a second valve was prepared as well as a snare. The snare was advanced through the patient's right femoral artery and the attending physician then attempted to grasp the paddle of the greater curvature side of the valve, however, after multiple failed attempts the physician opted to grasp the lesser curvature side of the valve. The valve was then slowly positioned with the snare above sinotubular junction (stj). The second dcs was then advanced through the patient's anatomy to where the previously attempted to attempted valve was. Once at this position, the physician held the lesser curvature side of the valve with a snare as they attempted to pass the dcs. Ultimately, the dcs was unable to pass the first valve, so the dcs and left ventricle guidewire were withdrawn to the ascending aorta. A snare was then advanced through the patient's left femoral artery, and the guidewire was then passed through the snare loop. With the paddle on the lesser curvature side of the first valve still grasped by the snare, the dcs was able to advance through the aortic valve by pulling it towards the lesser curvature side of the first valve. Prior to deployment of the second valve, the patient's blood pressure temporarily decreased so the dcs was retracted slightly. After the patient's blood pressure stabilized, the dcs was advanced slightly. The valve was then partially deployed in that it was positioned 3 mm from the ncc and 3 mm from the lcc. During deployment, it was noted that the valve had dislodged while attached to the dcs recurrently towards the aorta. Subsequently, the valve was recaptured and redeployed at a final implant position of 8 mm from the ncc and 10 mm on the lcc. Hemostasis was then achieved and the procedure was completed. After the procedure there were plans to acquire a computed tomography (CT) scan due to concern about a possible dissection caused by positioning the first valve after dislodging. Per the physician, the patient's protruding septum contributed to the valve dislodge as well as the loss of tension on the dcs once the guidewire was pulled to center the nosecone. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed, and a non-medtronic guidewire was used during the procedure. The deployment starting point was at the mid pigtail. It was clarified that a dissection did not occur.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the valve in this system report may have caused or contributed to a death or serious injury or that the valve in this report has malfunctioned. Therefore, the valve does not meet the reporting requirements in 21 cfr 803. However, the dcs will remain reportable for malfunction as it was confirmed that an aortic dissection did not occur. Updated data: b1. B5. D4. H1. The original information indicated the event was a possible serious injury. Additional information indicates that a life threatening/serious injury injury did not occur. The event is now a reportable malfunction. H4. H6. Annex e codes and annex a codes. H6. Additional codes. Annex f code (f11) was added to replace the previous annex f code (f1203) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that during a transcatheter aortic valve implant procedure, in a patient with a protruding septum, the valve was partially deployed in that it was positioned 4 millimeters (mm) from the non-coronary cusp (ncc), via the cusp overlap view and 3 mm on the left coronary cusp (lcc), via the left anterior oblique (lao) view. The valve was noted to be slightly under expanded, however, it was decided to proceed with full release. The guidewire was then pulled from the nosecone of the delivery catheter system (dcs), and the patient was rapid paced to 150 bpm. As the nosecone was being centered, the valve dislodged while attached to the dcs in that it was 0 mm or less from the aortic annulus. Due to the pigtail of the guidewire being in the ascending position, it could no longer be used as a landmark, so the dislodge while attached to the dcs was not identified until after full release. After full release of the valve, the valve further dislodged towards the aorta. Slight st depression was noted, but the patient remained hemodynamically stable. In response, a second valve was prepared as well as a snare. The snare was advanced through the patient's right femoral artery and the attending physician then attempted to grasp the paddle of the greater curvature side of the valve, however, after multiple failed attempts the physician opted to grasp the lesser curvature side of the valve. The valve was then slowly positioned with the snare above sinotubular junction (stj). The second dcs was then advanced through the patient's anatomy to where the previously attempted to attempted valve was. Once at this position, the physician held the lesser curvature side of the valve with a snare as they attempted to pass the dcs. Ultimately, the dcs was unable to pass the first valve, so the dcs and left ventricle guidewire were withdrawn to the ascending aorta. A snare was then advanced through the patient's left femoral artery, and the guidewire was then passed through the snare loop. With the paddle on the lesser curvature side of the first valve still grasped by the snare, the dcs was able to advance through the aortic valve by pulling it towards the lesser curvature side of the first valve. Prior to deployment of the second valve, the patient's blood pressure temporarily decreased so the dcs was retracted slightly. After the patient's blood pressure stabilized, the dcs was advanced slightly. The valve was then partially deployed in that it was positioned 3 mm from the ncc and 3 mm from the lcc. During deployment, it was noted that the valve had dislodged while attached to the dcs recurrently towards the aorta. Subsequently, the valve was recaptured and redeployed at a final implant position of 8 mm from the ncc and 10 mm on the lcc. Hemostasis was then achieved and the procedure was completed. After the procedure there were plans to acquire a computed tomography (CT) scan due to concern about a possible dissection caused by positioning the first valve after dislodging. Per the physician, the patient's protruding septum contributed to the valve dislodge as well as the loss of tension on the dcs once the guidewire was pulled to center the nosecone.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 07-nov-2027, UDI#: (B)(4); h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.